Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a proglide device after an interventional peripheral arterial occlusive disease angiography procedure with a 6fr sheath. Reportedly, the blue suture broke when pulling on the blue rail end of the suture. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported suture detachment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb. The subsequent treatments appear to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the suture break occurred during knot advancement. No additional information was provided.